Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator was off and they were not feeling stimulation. Patient stated they didn't realize how much pain they were in until it stopped working. Patient service specialist asked, patient said they thought it had been off for probably 2 weeks. Pt was unable to connect to their implant with the communicator. Pt stated the lights would turn off when it was unplugged from the wall cord. Patient mentioned they had the communicator plugged in all night, but the lights wouldn't turn on. Patient tried resetting the handset and communicator, but that didn't resolve the issue. The issue was not resolved. Agent reviewed if they were unable to resolve the issue once the communicator was replaced to set up an appointment with their managing healthcare provider (hcp) . The patient was redirected to their healthcare provider to further address the issue, and patient service specialist sent email to reps for visibility. A replacement communicator was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.